Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, multiple non-sustained rv oversensing episodes were noted. Oversensing was reproducible in clinic and noise could be seen on real-time egm. Device was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.